Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired with the interlock engaged. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, when the doctor tried to fire after clamping the tissue, the handle was too stiff and could not be squeezed. The doctor released the jaws. A new cartridge was used. There was no patient injury.